Event description:
Patient alleges that pt was skin tested in 2000, and received initial treatment with unspecified volume of collagen in lips, cheek scar, and nasolabial folds. Approximately 5 months later, pt started noticing red, swollen, indurated lumps which rapidly developed into abscesses. Pt indicated symptoms have been more or less continuous, although not all treated areas react simultaneously. About the time of onset of abscesses, pt experienced a general malaise. Pt is no longer experiencing this symptom. Pt alleges treating physician is routinely providing incision and drainage of the abscesses, and another physician (allergist) has prescribed prednisone. Pt claims to be now taking prednisone orally every other day, and reports recently began oral singular. Mmc is unable to substantiate this report with a health care professional because pt is the reporter and pt has refused mmc permission to contact either physician.